Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While performing onsite service for a customer, it was identified by a philips field service engineer that a heartstart sla battery was dead. There was no patient involvement.